Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pump pocket would be revised on (B)(6) 2019 due to suspicious flipping of the pump. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.